Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error during priming. The patient's blood glucose level was 423 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with connecting and priming the insulin pump. The customer was sent a new battery cap. The customer did not return the product back for analysis.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.